Event description:
It was reported that the patient "cod[ed]/crash[ed]" was intubated and in critical condition one day after implantation of a dual chamber implantable cardioverter defibrillator (ICD) system. Per the physician, this event was due to prolonged ventricular pacing inhibition caused by oversensing noise on the right ventricular (rv) lead; the noise was not reproducible with pocket manipulations. Also noted on the recorded episodes submitted was undersensing on the right atrial (ra) lead "resulting in ventricular safety pacing." Further review of the database indicates the patient is deceased and died approximately two days post the aforementioned event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on 30nov2011. Of note, the serious injury is normally submitted via a bimonthly medwatch report submission that would have been due on 10feb2012. Information was subsequently received on 08feb2012 and revealed the patient is deceased and died on (B)(6) 2011. As there is new information that reasonably suggests the products have or may have caused or contributed to the death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Additional information obtained states the cause of death as atherosclerotic heart disease, diabetes mellitus, renal disease, atrial fibrillation, and natural causes.